Event description:
It was reported the pt experienced intermittent stimulation after biofeedback treatment and deep muscular massage at pain center. The patent turned the device down to low; the device resumed to full effect after half an hour. The device was reprogrammed. It was reported the pt experiences stimulation in the wrong location. The pt receives pulsating stimulation on the cheek and into the eye. X-rays are normal. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
See scanned page.